Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose. The customer's blood glucose level was over 529 mg/dl at the time of incident. Customer was treated with insulin pump and manual injection. Troubleshooting was declined for high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed all functional testing, including the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Device was monitored and function properly noted. (B)(4).